Event description:
During an laparoscopic assisted vaginal hysterectomy the device did not coagulate enough during the procedure. The surgeon had to convert the case to an open procedure to control the bleeding. The pt did not receive any blood products.